Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown, product type: unknown. (B)(4).

Event description:
The consumer reported a loss of coupling boxes. The patient had charging issues since implant. The patient attempted an antenna locate feature and got 76 as the highest number. When the patient was standing , she was able to get six bars, but when she sat down, the bars went to four, two, and zero. The patient tried charging while lying down on her left and right side, but she got too stiff. The patient tried lying on her stomach, but she could not tolerate that at all. On (B)(6) 2015, the patient had four bars and was checking every 15 minutes, and the bars went to zero sometimes. At the time of the report the patient was not moving and the bars went from two to four to zero. The consumer tried turning the antenna dial. There was still some swelling around the implantable neurostimulator (ins) pocket. The patient saw her healthcare provider (hcp) on (B)(6) 2015 and he said everything looked fine. The patient also met with a manufacturer's representative (rep) and the rep had a little bit of difficulty finding coupling bars, but she finally managed that. Every time the antenna was moved around too much, it bothered the patient's back. The ins area hurt and the pain built up because of moving the antenna too much and it pushed on that area. When the patient got the device, her feet were buzzing a lot at first. The rep changed the program and it made it worse. The patient did not feel stimulation in her feet at the time of the report. The left foot was fine and did not bother the patient, but she only felt a little bit of stimulation on the left foot and before, it was on both feet when she was lying down. Recharging best practices were reviewed and there was still poor coupling. An antenna locate feature was attempted and the issue did not resolve. The patient was able to get from 68 to 78 doing the antenna locate feature, but all coupling bars were empty. Symptoms reported included pain, feet twitching, and swelling from surgery. Additional information received from the consumer reported that on (B)(6) 2015 the manufacturer's representative (rep) removed the excessive stimulation from the patient's feet, but she also removed the effective stimulation from her shins. The patient's next appointment on (B)(6) 2015 was moved up to (B)(6) 2015 to deal with the lack of coverage to the shins. At that appointment a rep set the adaptive stimulation components. He created a "c" program to provide the same "hummingbird kisses" sensation of the trial to the patient's legs, but without adaptive stimulation. During the patient's trip, the patient was having so much pain she could not participate in the wedding. The consumer contacted the rep who suggested using the adaptive stimulation program, so they upped the amplitude for the standing position and it appeared to work. The past four days, (B)(6) had been rough again with severe pain primarily in the knees, but also the shins. The poor recharging was an ongoing issue. The only position that was totally effective was when the patient had her feet on the floor with her upper body prostrate over the bed totally exposing her spine. During the patient's trip, they had to put a suitcase on the bed to gain the necessary bars for charging. When the patient tried to charge while sitting, the belt continually shifted with each minor movement eliminating the efficacy of the charging. It was noted the most distressing problem was how quickly the unit discharged. In the manual, it indicated that a full charge could last 4-5 days. They were losing half the charge in 24 hours. It could take 4-5 hours to charge completely. When everything was working properly, as in the trial and the days preceding (B)(6), the patient was good. She could walk easily. However, lately the patient could barely walk. The consumer was certain the problems would be resolved, but in the meantime, it was a crap shoot from day to day. The patient's indications for use included non-malignant pain.